Event description:
The customer reported the ventilator alarmed w/pressure sensor failure occurrence and data acquisition pcba adc reference failed. The customer reported there was no pt involvement.

Manufacturer narrative:
No device was returned for an internal investigation. Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Office contact information: (B)(4).

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.